Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, which resulted in the loss of ble connectivity.

Event description:
This report is to advise of an event observed during analysis.